Manufacturer narrative:
It was initially reported that the fowler function was intermittent due to faulty actuator, ball screw and potentiometer and the cpu was not functioning properly. Follow-up submitted as further investigation determined the bed was stuck in an elevated position due to a broken fowler ball screw, fowler motor/capacitor malfunction, and a bent actuator mount. It was further reported that the bed lost motor functions due to a cpu malfunction.

Event description:
It was reported via repair work order that the bed was stuck in an elevated position due to a broken fowler ball screw, fowler motor/capacitor malfunction, and a bent actuator mount. It was further reported that the bed lost motor functions due to a cpu malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler function was intermittent due to faulty actuator, ball screw and potentiometer. It was also reported the cpu was not functioning properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.